Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated and verified to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.